Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced button error and motor error on the insulin pump. The customer's blood glucose reading was unknown. The customer did not have the pump with them to troubleshoot. The insulin pump was not returned for analysis.